Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 565 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis. The customer insulin pump was removed and patient connected to IV with insulin drip and still hospitalized. The customer's mother declined to troubleshoot because patient probably just hit a patch of scar tissue causing high blood glucose.